Manufacturer narrative:
(B)(4).

Event description:
Procedure type: right hemicolectomy. According to the reporter: customer reports that the surgeon fired the device, noticed malformed staples and had to oversew the staple line. Patient was brought back to the operating room hours later with suspected leak of staple line. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Nothing fell in the surgical cavity. The device is being returned for evaluation. Reinforcement material was not used.